Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, a patient with a 23mm sapien 3 ultra resilia aortic valve implanted for 1 year and 11 months underwent a valve-in-valve procedure due to stenosis. A 20mm sapien 3 ultra resilia valve was successfully implanted.